Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no related evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Investigator's recommended the pump expulsor to be trimmed down to bring the delivery accuracy tests closer to nominal of a range. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis hpca pump, the pump failed accuracy testing. It was reported that there was no patient involvement.